Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs and pump were not returned. The root cause of the optical signal issue was most likely sensor damage due to an interaction with shockwave device. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the measured placement signal disappeared following a shock applied to the left main artery. Despite the loss of placement signal, motor current and pump flow remained within normal limits, and patient support continued. There was no patient harm as a result of the event.